Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2nd july 2025, it was reported by an arthrex's employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, it anchor dropped out during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The procedure was completed successfully by using a new ar-2324bcc. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-2324bcc batch 15320876 was received for evaluation. Visual inspection noted that the device eyelet had pulled out of the shaft. The eyelet remains attached to the suture and shows no signs of damage. No damage to the anchor or other components was observed. No issues were found when the inner and outer molded shafts were unscrewed. The most likely cause of the reported failure is user error, including improper bone preparation, misalignment of the insertion, and misalignment of the device during insertion.